Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with multiple pump stops and other alarms in the controller history. The patient stated that all of these occurred while on battery power. Upon review the patient's log files by technical services, pump stops were captured on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. This may be linked to potential issues with the percutaneous lead. These occurred while on the power module and the batteries. X-rays of the percutaneous lead did have some suspect areas and the patient had an external perc lead repair on (B)(6) 2020. There were 3 inches that were replaced from the exit site. After the patient was back on the grounded patient cable and the patient was moved and additional pump stop was noted.

Manufacturer narrative:
Section b5: this information was initially reported in manufacturer report number 2916596-2021-00049. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported pump stoppage events captured in the submitted log file. However, a specific cause for the pump stoppage events following the driveline repair could not conclusively be determined through this evaluation. The submitted log file contained data from 07nov2020 through 19dec2020. The file captured multiple pump stoppage events on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. The observed events occurred while the patient was supported by the power module and while on battery power. Following the driveline repair on 21dec2020, additional log files were provided for review. The log files contained data from 19dec2020 through 14jan2021. Additional pump stoppage events were observed following the driveline repair on (B)(6) 2020. Further evaluation of the files also captured pump stoppage events on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021. The low speed and pump stoppage events were also observed while the patient was supported by the power module and while on battery power. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 18.5¿ of the distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Rescue tape was observed throughout the length of the returned driveline segment. Removal of the tape revealed tears on the outer jacket, as well as missing sections of the outer jacket (refer to (B)(4)). Upon removal of the outer jacket, the bionate layer noted dark discoloration; however, no damage was identified. The metal braided shield showed breakdown along the length of the driveline. Visual inspection of the wires confirmed a breach to the black wire approximately 11¿ from the metal connector. Additional breaches were also observed on the green and yellow wires approximately 14.5¿ from the metal connector. The observed damage to the black, green and yellow wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires; the yellow and green wire represent the two wires of phase 1 and the black wire represents one of the wires of phase 2. If the exposed conductors of any damaged wire contacted the braided shield while operating on a grounded power source (such as the power module or mobile power unit), the resulting short to ground would have resulted in pump stop events. If the exposed conductors of the damaged wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power or the ungrounded patient cable, the resulting phase to phase short would have resulted in pump stop events. Following the driveline repair, the patient was discharged; however, it was later communicated that the patient continued to have pump stoppage events following the repair. The patient was found to have an internal phase-to-phase issue. The site communicated that the patient was not a surgical candidate. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-10933. No further related issues have been reported at this time. The relevant sections of the device history records for vad-10933 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21nov2011. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-00474. The accounted reported additional pump-stops following the external perc lead repair on 21dec2020, and it was determined to be an internal phase to phase issue. Log file analysis observed a driveline disconnect on (B)(6) 2020 and pump stops on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021. The patient was not a surgical candidate. They reported lvad alarms and were not symptomatic.